Manufacturer narrative:
On (B)(6) 2022, the site updated the device relationship from "possibly related" to "not related" and was reported as related to a worsening of pre-existing condition. Section b.5. Has been updated to reflect this information.

Event description:
There is no evidence to suggest that the device caused or contributed to this event. The patient was treated as part of the mimics 3d USA post-market observational study on (B)(6) 2021. On this date, subject was implanted with one biomimics 3d stent to treat a restenotic occlusion of the sfa proximal third segment in the right leg. On the (B)(6) 2021 the subject presented for ultrasound where an occlusion of the sfa was identified. It was reported as "not related" to the device and was reported as related to a worsening of pre-existing condition and a right femoropopliteal bypass was undertaken on (B)(6) 20-21. It is also reported as target lesion related. The event is resolved and the subject has recovered. The device remains implanted.

Event description:
There is no evidence to suggest that the device caused or contributed to this event. The patient was treated as part of the mimics 3d USA post-market observational study on (B)(6) 2021. On this date, subject was implanted with one biomimics 3d stent to treat a restenotic occlusion of the sfa proximal third segment in the right leg. On the (B)(6) 2021 the subject presented for ultrasound where an occlusion of the sfa was identified. It was reported as "not related" to the device or procedure but due to a worsening of the pre-existing condition and a right femoropopliteal bypass was undertaken on (B)(6) 2021. It is also reported as target lesion related. The event is resolved and the subject has recovered. The device remains implanted.

Manufacturer narrative:
On 12 april 2022, the site updated the device relationship from "possibly related" to "not related" and was reported as related to a worsening of pre-existing condition. Section b.5. Has been updated to reflect this information.

Manufacturer narrative:
Section has been updated from 10-may-22 to the 27-apr-22.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of occlusion/bypass surgery/worsening of peripheral arterial disease leading to additional surgical intervention are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted. Section b.5. Was updated with additional information received. Sections d.3. And g.1. Were updated with veryan's new address, sections g.6. And h.2. Were updated to reflect the type of report (follow-up 04) and the reason and h.11. Was updated to reflect the sections of this report which have been changed.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On (B)(6) 2021, the patient was implanted with one biomimics 3d (bm3d) stent, a 6.0 x 150 mm stent was used to treat a restenotic lesion of the superficial femoral artery (sfa) proximal third in the right leg. A contralateral approach was used and the lesion was prepared using atherectomy and pre-dilated with percutaneous transluminal angioplasty (pta). The treated segment was post-dilated with pta. The site identified an occlusion on (B)(6) 2021. It was reported as not related to the device or procedure but due to a worsening pre-existing condition. It was also reported as target lesion-related. The patient presented for an ultrasound on (B)(6) 2021, with findings of an occluded sfa. A right femoropopliteal bypass was performed on (B)(6) 2021. It was reported as a target lesion/vessel revascularisation (tlr/tvr). The segment bypassed was the sfa proximal third to distal popliteal. The outcome was reported as resolved/recovered. Additional information was reviewed in relation to this event on 15-apr-24 which included the clinical events committee (cec) adjudication of this event. It was determined that it was not related to the study device due to the previous manipulations of the vessel that were part of the previous tlr to treat the first event of occlusion. This was the second occlusion in the segment where the study stent was placed. The first occlusion of the study stented segment was reported as MDR 3011632150-2021-00029.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of occlusion/bypass surgery/worsening of peripheral arterial disease leading to additional surgical intervention are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
There is no evidence to suggest that the device caused or contributed to this event. The patient was treated as part of the mimics 3d USA post-market observational study on (B)(6) 2021. On this date, subject was implanted with one biomimics 3d stent to treat a restenotic occlusion of the sfa proximal third segment in the right leg. On the (B)(6) 2021 the subject presented for ultrasound where an occlusion of the sfa was identified. It was reported as "possibly related" to the device and a right femoropopliteal bypass was undertaken on (B)(6) 2021. It is also reported as target lesion related. The event is resolved and the subject has recovered. The device remains implanted.